Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). No known consequences or impact to the patient. Torn material. (B)(4).

Event description:
It was reported that the aa4203tl single piece lens shredded in the injector as the surgeon advanced the lens towards the eye. The lens was partially inserted and removed without any injury to the patient. The reporter stated the event was the result of a tech/loading error.